Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have received a no delivery alarm and states that it occurs all the time. Their blood glucose was 563 mg/dl. Troubleshooting has already been completed during recent calls. The patient has not tried different cannula lengths but has tried all remedies and does not want to troubleshoot. The customer also mentioned that they received a no delivery alarm during basal/bolus/fixed prime. During troubleshooting, customer was advised to always complete rewind/load reservoir process before connecting back to the set. She was advised to disconnect from the quick release. The customer was assisted in performing a 5.0 unit fixed prime and stated that the insulin did not exit. They were advised to run a manual prime with the empty pump until the piston reaches the end of travel and the pump alarmed with no reservoir. The customer wanted to run an additional 5.0 unit fixed prime to see whether the cannula or site was occluded or not. The customer stated that insulin did exit during manual prime. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.